Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that during 20g midline placement attempt to l cephalic vein via ultrasound, an rn was unable to thread catheter once vascular access was achieved. The rn removed the midline catheter and noted the catheter to be missing approximately 4cm of cannula. The needle and guidewire were found to be intact. The hospitalist attending physician and critical care provider were notified. Post vent imaging indicated that the catheter tip was invisible on plain within the mid to distal upper arm. A second xray done two hours after the first showed no migration. A CT of the patient's left upper extremity found the catheter to be within the body of the biceps muscle, not intravascular. Based upon collective post event imaging review it was determined that the distal - tip broken midline catheter, (powerglide midline catheter - 20g) approximately 4-5 cm in length was within the body of left biceps muscle. No other information provided.